Event description:
It was reported that the ventilator got stuck to the MRI unit. The therapist had brought the ventilator up to the gauss line, turned around to connect the oxygen hose and all of a sudden, the ventilator moved to the MRI unit and was stuck across the bore of the MRI unit. The pt was not in the room at the time of the incident. (B) (4). (B) (4).

Manufacturer narrative:
Our field service technician who went to the site, found minor scratches on the ventilator and the inverter board was damaged. The ventilator was repaired and tested. The site has the gauss line marked on the floor. During the testing, with the wheel brakes engaged and the ventilator outside this line, it functioned properly and was not attracted to the MRI, thus implying that gauss line was correctly placed. However, with unlocked brakes, the ventilator showed some signs of rolling although not at speed. It could not be established whether the wheel brakes were engaged at the time of the event or whether the ventilator was at a complete stand still. The ventilator logs from the day of the event show that a successful pre- use check was performed prior to the event. The ventilator was then set on battery operation and one minute later, technical errors indicating a broken backlight inverter and expiration flow failure were generated. Conditions apply for use of the ventilator in the MRI environment. The hospital had signed the MRI environment declaration for use of the ventilator. The ventilator was correctly labeled for use in the MRI environment and the gauss line was clearly marked on the floor. Use of the ventilator requires that the ventilator is behind the gauss line and that the wheel brakes are engaged. Our conclusion in the matter is that the event was most probably caused by unengaged wheel brakes. The technical errors generated were consequences of the magnetic field after attraction. (B) (4).